Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter states that the surgeon implanted a 12.6mm vticmo12.6, -12.5/+3.0/093 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned due to lens rotation but the problem was not resolved. On (B)(6) 2022 the lens was exchanged with a longer lens and the problem was resolved. The cause of the event is reported as unknown. Reportedly the replacement lens was vertically implanted.

Manufacturer narrative:
H3: device evaluation lens was returned in microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).